Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per reporter, the risk manager will not release the device. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair the tip broke off. All was retrieved. It was replaced and the case was continued. The replacement was used but it produced metal shavings. The doctor retrieved the shavings as best he could but some of the shavings were not. The shaver blade was replaced a third time. Waiting for additional information. Additional information obtained 12/02/2019: a total of two ar-8500bl (blurr, 5.0 mm x 13 cm) were used during the rotator cuff procedure. Lot 10345209 was used and the device broke off at the base. The item was in use at the time. The procedure was immediately stopped and the item was promptly retrieved from the patient's body. A new blurr, lot 10027659 was opened and used to continue the surgery. While in use the blurr shaver started releasing metal shavings and the procedure was immediately stopped and a different product was used to finish the procedure. They were not able to retrieve the metal shavings from the patient's body.